Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 2 weeks post implant of two bifurcated devices, a suprarenal aortic extension and a limb extension an endoleak was identified during follow-up by a computed tomography scan. No intervention has been performed at the time of this report.